Event description:
It is reported that the locking ring was stuck in the inner groove of the implant. A new one was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.